Event description:
A malfunction was reported in the customer's pump. The customer's blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact. The customer's pump was still under warranty, and customer technical support arranged for a replacement pump to be sent. Instructions were provided for placing the faulty pump into storage mode and returning it using a pre-paid label. The customer understood the instructions and is using a backup insulin pump until the replacement arrives.